Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pen is not dispensing insulin and the screw does not turn or move. Customer primed the insulin pen multiple times and replaced the needles, but the issue was not resolved. Customer stated the screw does not move when they push the dose button. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.